Event description:
It was reported that prior to implant, the pacemaker was unable to be programmed due to loss of inductive telemetry. Device was able to be interrogated and programmed with a different programmer. No patient was involved in this event.